Event description:
It was reported that the customer was hospitalized for high blood glucose levels. The blood glucose reading was over 600 mg/dl. The customer stated that there had been two hospitalizations, the first having occurred in august which was unrelated to diabetes. The blood glucose reading at the first event was unknown. He reported that the doctor did not tell him the cause of the emergency room visit but that he was informed that his blood glucose levels could not be lowered for 3 days. He stated he thought the issue may have been bad insulin, noting that he was treated with insulin via intravenous drip and his blood glucose was still not responding. He stated that he did not think that the insulin pump was the cause of high blood glucose, since he has other health issues, including kidney and heart failure, that may have contributed to the events. Advised to monitor the device. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.